Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had software failure. A technical support specialist dialed into the server, logged into pes, and checked the facility formulary tab and verified the configuration for the med ID. The specialist found that the verify code mode was set to blind count, documented the existing setting for troubleshooting and reference, and sent the gathered details to the customer. The specialist attached the knowledge article (how to / guide customer asking for clinical advise or training). The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station and medicine ID kept requiring blind count during removal. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.